Event description:
It was reported that the patient experienced a "shocking or jolting sensation." The patient stated she got "shocked" one or two weeks prior to the report when she turned on her device. The device was on "really low" on the day of the report. Additional information was requested, but was not available as of the date of this report. Please see related manufacturing report #3004209178-2012-10766. The patient had two devices and it was unknown which was related to the event.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-33, lot# j0225633v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-28, lot# j0220118v, implanted: (B)(6) 2002, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: unkn-ld, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).